Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy tests. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized because they passed out due to hyperglycemia on an unknown date. Customer¿s blood glucose level was over 1000 mg/dl at time of incident. Customer also had positive results in ketones test, nausea, vomiting, abdominal pain, difficulty in breathing and diabetic ketoacidosis. Customer stated that they believed that the insulin pump had been under delivery for the past few months. The insulin pump will be returned for analysis.